Event description:
It was reported that the pt's lead impedance measurements were greater than 4,000 ohms. Only c and 2 were within therapeutic range. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)